Event description:
On (B)(6) 2009, the pt reported that when he woke up this morning, the display of his infusion device was almost completely black. He described it as looking like a tear drop. The time is not legible but he is able to read the basal rates. The battery was changed 4 days ago. He inserted a new battery and the display looked worse. The infusion device was not dropped or exposed to water. No physiological effects were reported. The pt was advised to switch to his backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.